Manufacturer narrative:
Results: a sample was returned for evaluation. Three tubes were received without labels. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5246729. Conclusion: a potential cause is that a process interruption occurred during production and tubes without labels were not adequately discarded. Missing gel/label sensors have been installed on the manufacturing lines.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ had missing labels on 3 tubes noticed before usage. No injury or medical intervention was reported.